Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance, measuring greater than 181 ohms. A defibrillation threshold (dft) testing was performed to check lead integrity. A 1.1 joule shock was delivered, and the shock impedance measurement was at 108 ohms. A 41 joule shock was delivered, and the shock impedance was measured greater than 125 ohms. According to the healthcare professional there was no noise visible, no artifacts, no episodes and no change in impedances. Boston scientific technical services advised the healthcare professional to consider lead replacement. No additional adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range shock impedance, measuring greater than 181 ohms. A defibrillation threshold (dft) testing was performed to check lead integrity. A 1.1 joule shock was delivered, and the shock impedance measurement was at 108 ohms. A 41 joule shock was delivered, and the shock impedance was measured greater than 125 ohms. According to the healthcare professional there was no noise visible, no artifacts, no episodes and no change in impedances. Boston scientific technical services advised the healthcare professional to consider lead replacement. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.